Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019. Explanted: (B)(6) 2020. Product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient was hurting. The patient saw their hcp and they did a lumbar radio frequency but was still hurting so they did a test and it showed the device was probably clogged. The catheter was revised and the patient hadn't needed a pain pill since.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial/lot #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 30-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 30 mg/ml dilaudid (hydromorphone) at 9.4 mg/day. It was reported that the patient wanted the pump re-positioned because the pump was moving so much in the pocket. The doctor decided to check the patency of the catheter, and after several tries, he received zero return into the syringe. He tried straightening out the coiled catheter but still did not get any flow back from the catheter. He decided to place a new catheter and connect back up to the pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. ¿this was all discovered at the time of surgery ((B)(6) 2020). Actions taken to resolve the issue included the 8784 was removed and discarded the existing 8780 was left implanted and a new 8780 catheter was placed. The doctor drained the pump, rinsed with sterile water, then filled with 20cc's of 1mg/ml of morphine. They performed a back table prime to push the remaining dilaudid in the internal tubing out. The pump was connected to the new catheter and a priming bolus was set up. The doctor was worried about delivering that much dilaudid if the patient was not receiving it due to the non-patent catheter. The issue was resolved at the time of the report. There will not be a return of the explanted catheter because it was tossed in the sharps container before the rep asked for it. There were no further complications reported/anticipated.